Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used a nanocross elite during procedure. The lesion was reported to be heavily calcified. It is reported that the device crossed and worked fine, but was ruptured on sharp plaque upon removal. It is reported that no material was left in the patient.